Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with chest pain. The physician believed the patient may have an allergy to the lead tip material and elected to explant the lead. The patient was stable.